Event description:
It was reported that during routine check display of cardiosave intra aortic balloon pump (iabp) was not working. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) checked the device and confirmed the issue. Reset the connections of upper display monitor board, display and video generator board but still problem persists. Fse replaced lcd display (B)(6) and display cable (B)(6) to resolve the issue. Device passed the performance and safety checks according to factory specifications. Device was returned to customer and cleared for clinical use.